Event description:
It is reported that the surgeon observed varus/valgus laxity in the hinge mechanism.

Manufacturer narrative:
Other device used: catalog #00585002017, segmental articular surface, lot #62720660. Visual inspection of the returned components identified that the distal femoral component, poly box, hinge post, and segment are assembled together. No evidence of varus/valgus instability was identified between the hinge post and femoral component. Review of the device history records for the femoral component and articular surface did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints relating to instability for the part and lot combinations of the articular surface and femoral component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was rec'd from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.